Manufacturer narrative:
Device evaluation: . Based on the device analysis grid, the assessments of the complaint are: rupture: observed opening striated on radius side assessed as surgical damage. Capsular contracture: unable to confirm as it is a medical event not related to the device. Hematoma: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". Later reported "hole, non-specific and hematoma". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported right side capsular contracture ,baker grade IV. Later reported rupture and hematoma. Device has been explanted and replaced.